Manufacturer narrative:
Follow-up # 1 date of submission 09/09/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/20/2013 with the following findings:the keypad was found to be fully intact; no damage or peeling was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast keypad button responded appropriately. There was evidence of contamination found under the all key contact. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was inserted and was found to function properly.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down buttons on the keypad of their pump were consistently delayed in response to inputs. The reporter also alleged that the ok button on their device's keypad would remain depressed after being used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.